Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) no longer working as expected. A replacement surgery was performed and the tubing connecting the left cylinder to the pump was torn, resulting in fluid leak. All components were removed and replaced. The patient fully recovered.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinder was visually and microscopically examined, pressure tested and leak tested. Both cylinders had wear at the folds on the body; however, no leak was identified; the cylinders passed the pressure test. The pump was visually and microscopically examined, and leak tested. The kink resistant tubing (krt) was worn down and exhibited wear from avulsion against the pump strain relief krt junction, a leak was present. The deflation ball was identified to be seated too far forward; however, the pump performed within specifications. Based on the information available and analysis results, the leak identified in the tubing could have caused or contributed to the reported clinical observation of torn tubing and fluid leak.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) no longer working as expected. A replacement surgery was performed and the tubing connecting the left cylinder to the pump was torn, resulting in fluid leak. All components were removed and replaced. The patient fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) no longer working as expected. A replacement surgery was performed and the tubing connecting the left cylinder to the pump was torn, resulting in fluid leak. All components were removed and replaced. The patient fully recovered.